Manufacturer narrative:
The display was blank due to moisture damage on the liquid crystal display, the mother board, and the battery tube.

Event description:
The insulin pump was returned for functional testing.